Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Failed battery test alarmed during active current test and would not clear. Unable to perform active current test and sleep current test due to failed battery test alarm. Failed battery test alarm caused by moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed.

Event description:
Customer reported via phone call that the insulin pump battery not lasting a week. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they changed battery 4 times within the week. Customer stated that they checked alarm history and low battery or insert battery or power loss was found. Customer stated that they did not use rechargeable batteries. Customer stated that they did not used previously used batteries. Customer stated that they did not performing excessive button pressing. Customer stated that they did not perform daily rewinds. Customer stated that the insulin pump was on audio mode. Customer wait for the screen to timeout after each use. Customer did not called back within 1 week after previously completing low battery troubleshooting. Advised to remove battery from the insulin pump and hold back button until the screen turns off. Customer stated that the insulin pump did not responding to storage mode process. The device will be returned for analysis.